Event description:
Additional information was received from the hcp on 2019-mar-14. It was reported that the cause of the migraines and swelling was ¿spine surgeon explanted and re-implanted catheter, so he could perform spine surgery. Upon reconnection catheter snapped off pump connector appendix. Spine surgeon revised connection 5 days ago ((B)(6) 2019).¿ dural puncture headache is improving. ¿pump analyzed and reprogrammed.¿ to clarify the report that the patient was feeling like the catheter was being pulled, it was reported that ¿catheter revision done by spine surgeon. Initial implanting physician, no issues previous to back surgery done recently, after which pump system starts presenting issues.¿ the catheter was never pulled, it was replaced by spine surgeon back in (B)(6) 2018. The dural puncture headache was better, there was still fluid in the pocket. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(4) implanted: (B)(6) 2018 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10/26/2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and morphine at 15 mg/ml and unknown doses. It was reported that post catheter revision the patient has experienced migraines. It was noted that post refill appointments the patient has had swelling in their stomach. The caller stated that they can see the catheter and feels that it is being pulled upon and is the size of an orange. It was reported that the patient had an appointment scheduled with the hcp on (B)(6) 2019 and was directed to discuss his symptoms. No further complications have been reported as a result of this event.